Event description:
S/l PICC line inserted in 2002. Post insertion inspection revealed that line had been inserted too far, therefore no drugs were administered. Next day at medical review it was discovered that line was not present. X-ray revealed that line had migrated to pulmonary artery. Line was subsequently removed. No pt injury. Surgical intervention required to remove catheter. No other info provided.